Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received inappropriate antitachycardia pacing therapy for supraventricular tachycardia rhythm diagnosed as ventricular tachycardia in the vt-1 zone. The rhythm was successfully converted out of ventricular fibrillation after a couple of shocks. The patient is now stable. Programming changes were made to prevent any more therapies.